Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: batch number - changed. The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The batch number was not the same as originally reported. During functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The device was disassembled and a crack was located along the blade tip, at the level of the weld pin. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. As the batch number was different than originally reported, it is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during a lap.l hysterectomy procedure, the active blade broke off and fell inside of a patient. The surgeon was able to be retrieve the blade tip and the procedure was completed using another device. There were no consequences to the patient.